Event description:
Date notified: (B)(6) 2010 a model 321 aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective batter pack. The battery pack was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.